Event description:
New information indicated that the patient presented in the hospital after receiving inappropriate shocks due to post-sensed double counting of the lv and rv depolarization. Noise was also noted on the atrial lead. The device was reprogrammed. Days later the atrial lead was capped and device was explanted.

Event description:
It was reported that when an symptomatic patient presented in clinic during follow up, post-sensed t-wave oversensing was observed. Intermittent myopotential oversensing after p waves was also observed. The patient received inappropriate hv therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.